Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, inflammation/irritation.

Event description:
Patient reported right side "folded prosthesis and pain." Patient later reported "pain, change in shape with signs of breast tightening, heat on the sides of the breasts associated with inflammation and capsular contracture baker grade IV." Device remains implanted.

Event description:
Patient reported right side "folded prosthesis and pain." Patient later reported "pain, change in shape with signs of breast tightening, heat on the sides of the breasts associated with inflammation and capsular contracture baker grade IV." Device remains implanted.